Event description:
According to the event description: on (B)(6) 2026 at 9 pm, the patient was receiving 2.5 ml of immunotherapy. The infusion pump was registering: vtbi 59.50 ml, time 23h48min, induced volume 180.5 ml. At 11 pm, the recording maintained the same parameters, the led indicated operation, and the tubing was hot, but the screen was not working, with no touch response. After several command attempts, it was possible to release the tubing, but the screen was locked. The infusion pump was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.